Event description:
We have a 20ml syringe that has spots inside of it. [Redacted date] emailed productcomplaints@bd.com. Shipped on [redacted date] fedex trk# [redacted number]. Manufacturer response for 20ml syringe, (brand not provided) (per site reporter).